Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the pre-implant interrogation revealed green bar indicating good battery integrity. Device interrogation post-operative revealed a grey bar with battery voltage of 2.83v along with warning in observation window that there was a core temperature drop. An interrogation 14 hours later revealed battery voltage of 3v with no warning in observation window. The device remains in use. No patient complications have been reported as a result of this event.